Event description:
This unsolicited device case from united states was received on 09-feb-2016 from a physician. This case involves an about (B)(6) male patient who had big swollen red knee and the doctor ended up draining the knee after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/ lot number and expiration date: not provided) into an unspecified knee. It was the first time the patient had synvisc one. It was reported that the patient got a big swollen red knee. It was further reported that the doctor ended up draining the knee and giving the patient a steroid (unspecified) injection. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all the events. Additional information was received on 18-feb-2016. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 18-feb-2016: the follow up information received doesn't change previous case assessment. Sanofi company comment dated 15-feb-2016: this case concerns a male patient who received treatment with synvisc one and he had big swollen red knee and had to take steroid injection. The causal relationship between the product and the events has been considered to be possibly related. However lack of information regarding patient's current clinical presentation, medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a physician. This case involves an about (B)(6) male patient who had big swollen red knee and the doctor ended up draining the knee after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/ lot number and expiration date: not provided) into an unspecified knee. It was the first time the patient had synvisc one. It was reported that the patient got a big swollen red knee. It was further reported that the doctor ended up draining the knee and giving the patient a steroid (unspecified) injection. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for all the events. Pharmacovigilance comment: sanofi company comment dated 15-feb-2016: this case concerns a male patient who received treatment with synvisc one and he had big swollen red knee and had to take steroid injection. The causal relationship between the product and the events has been considered to be possibly related. However lack of information regarding patient's current clinical presentation, medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.